Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a gross amount of bleeding from the jackson-pratt drain. A gross hematoma was also noted at the site of the swan-ganz catheter. Four units of blood were given to the patient and pressure dressing was applied.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No product was returned. As per clinical, the patient was bleeding from the impella site around sheath post brillinta administration along with heparin use. Activated clotting time (act) levels were noted to be 197 and protamine was given with manual pressure being held to resolve the bleeding. The cause of the access site bleeding issue was anticoagulation management related due to high patient act values post brillinta use along with heparin per clinical review.